Manufacturer narrative:
Device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, the patient faced that the infusion set cannula was crimped within 3 or more hours after insertion for less than one day at thigh, upper buttocks and abdomen. Patient replaced infusion set and resumed insulin successfully, but issue occurs again with the new infusion set within 1 day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.